Event description:
New information notes that the physician suspects the noise was due to the device not being programmed off during a surgical procedure.

Event description:
It was reported that inappropriate therapy due to oversensing of noise was observed. Lead revision is planned. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.